Event description:
The patient was implanted with a left ventricular assist device (lvad). Patient was made status 1a on transplant list due to ongoing driveline infection. A heart from a donor became available and the patient was transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time a supplemental report will be submitted when the device analysis is competed.